Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.8, retest inratio: 5.9, roche meter: 1.3. Patients' target therapeutic ranges are both 2.0 - 3.0. Comparison was down within 30 minutes.